Event description:
It was reported a patient underwent a hip revision due to metallosis. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 2840 / alloclassicâ®, sl stem, uncemented, 0, taper 12/14 / lot #: 2526132. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00518. Proposed component code: mechanical (g04): head. Visual examination of the provided pictures identified the explanted head and liner with bio-debris on the surface. It looks as though there may be black, foreign debris on the inside of the head taper, however without a picture with a closer angle this cannot be confirmed. No further evaluation can be made. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.